Manufacturer narrative:
Add'l info has been requested but has not been provided at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt's post course has been very challenging. The pt has hepatic failure, renal failure, is on dialysis and trach. The pt recently decompensated and milrinone infusion was initiated and a rvad tandem heart was placed. The pt was being worked up for placement of a total artificial heart (tah) but developed an extensive cerebral bleed. The vad coordinator stated that the pt was on heparin at the time of the bleed and anticipated that the pt would not survive the event.